Manufacturer narrative:
(B)(4). D10: cat# us157858, lot# 195730, m2a-magnum pf cup 58odx52id. G2: foreign: canada. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a left hip revision approximately 5 years and 1 month post-implantation due pain and radiographic evidence of osteolysis and possible loosening. During the procedure encountered a pseudocapsule and minimal reactive tissue, stem was found loose, and head was cold welded. All components, except for the cup, were revised without complication. It was reported that no further information is available.